Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on ni/ni/2002, laparotomy for bowel resection. On (B)(6) 2003, repair of a substantial incisional hernia with composix kugel mesh. It was noted that the mesh was secured far laterally to the right because there was another small defect in the fascia. Two 0 prolene's for the ring were used and the composix kugel patch laterally to the right and set the composix kugel patch across the midline to the left, again with 0 prolenes and superiorly and inferiorly with the prolenes to the suture ring. We were unable to get to the end of the suture ring in all areas. On ni/ni/2004, continues to have abdominal pain, no recurrence or obstruction is identified. Pt treated conservatively. On (B)(6) 2005, partial excision of composix kugel mesh and repair of recurrent incarcerated ventral hernia with non-bard mesh. It was noted that the mesh had "ripped out of the left side of the pt from his previous repair and it was rolled up." Also noted was "any redundant kugel we could find was excised. The upper part of the defect was then closed by bringing the kugel patch back across the wound and securing it." A non-bard mesh was placed over the whole mass.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. It appears that the mesh may not have been adequately sutured during implantation as it was stated in the operative report "we were unable to get to the end of the suture ring in all areas." This may have caused the mesh to rip out of the left side and roll up as described during the explant procedure. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.